Manufacturer narrative:
Batch review performed on 07 august 2020: lot 123713: (B)(4) items manufactured and released on 09-jan-2013. Expiration date: 2017-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2016. Additional implant involved: gmk-sphere 02.07.1205r tibial tray fixed cemented size 5 r (k090988) lot. 124572. Batch review performed on 07 august 2020: lot 124572: (B)(4) items manufactured and released on 27-dec-2012. Expiration date: 2017-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2016.

Event description:
The patient came in reporting instability due to a loose tibia and femur. The surgeon observed that there was no cement present on the implants. The surgeon revised the femur, tibia, and insert 7 years and 1 month after primary. The surgery was completed successfully.